Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. Reportedly, the patient presented with redness and swelling at xyphoid incision that is warm and extremely tender to touch. During extraction, white thick pus substance at xyphoid incision and in the device pocket were noted. Both incisions were packed with iodoform and cultures were taken. There were no additional adverse patient effects reported. The s-ICD was explanted.